Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-0090) on 12-aug-2015. The most recent information was received on 20-apr-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain stabbing pain in pelvic area / constant pain / severe and persistent pelvic pain") and genital haemorrhage ("6 months of bleeding / experienced bleeding for six months directly after my procedure/bleeding") in an adult female patient who had essure (batch no. 627752) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 3, episiotomy (childbirth) on (B)(6) 2007, multigravida, parity 3 ((B)(6) 2000, (B)(6) 2001, (B)(6) 2007), stillbirth nos in 1995, blood pressure high in 2000 and swelling nos in 2001. No significant pathologic alteration. No significant atypia is identified. Concurrent conditions included removal of foreign body, adenomyosis, inflammation, nabothian cyst and hyperplasia. Concomitant products included drospirenone w/ethinylestradiol (yaz) since (B)(6) 2009 and medroxyprogesterone acetate (provera). In (B)(6) 2009, the patient experienced menorrhagia ("horrible periods (blood clots, heavy bleeding) / heavier and longer lasting menstrual cycles menstrual cycles issues/longer lasting menstrual cycles bleeding for six months"). In (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), weight increased ("gaining over 80 lbs. / weight gain"), arthralgia ("sore joints / joint pain/ joint pain (constant ache) / hip pain/pressure hip pain"), breast tenderness ("breast tenderness"), back pain ("back pain/ pressure back pain"), pain in extremity ("leg pain/shooting leg pain"), the first episode of feeling abnormal ("brain fog"), dizziness ("dizziness / dizziness"), paraesthesia ("tingling feeling in arm and leg / tingling sensation"), hypoaesthesia ("numbness"), anxiety ("anxiety / mental anguish"), depression ("depression"), palpitations ("heart palpitations"), incontinence ("incontinence / incontinence"), headache ("headaches"), muscle spasms ("abdominal spasms") and dysmenorrhoea ("severe cramps with period / intensified menstrual pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating / severe bloating/ bloated belly/bloating"), muscle disorder ("muscle problems"), vitamin d deficiency ("vitamin d deficiency"), emotional distress ("suffering"), tooth fracture ("broken teeth"), vaginal odour ("vaginal odor"), irritability ("irritability"), mood swings ("mood swings"), abdominal discomfort ("horrible pressure during period"), amnesia ("weird loss of memory"), gastric disorder ("stomach issues"), gastrointestinal disorder ("bowel issues"), balance disorder ("loss of balance"), vision blurred ("blurred vision"), fallopian tube spasm ("spasms in that tube"), hypersensitivity ("hypersensitivity reaction") with toothache, rash and pruritus, the second episode of feeling abnormal ("brain fog") and abdominal rigidity ("abdominal spasm"). The patient was treated with antidepressants, oral contraceptive nos, cholecalciferol (vitamin d) and surgery (total abdominal hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2017. In 2017, the pelvic pain, back pain, pain in extremity, headache and dysmenorrhoea had resolved. At the time of the report, the genital haemorrhage, arthralgia, breast tenderness, dizziness, paraesthesia, hypoaesthesia, anxiety, depression, palpitations, incontinence, abdominal distension and vaginal odour had resolved and the weight increased, menorrhagia, muscle spasms, muscle disorder, vitamin d deficiency, emotional distress, tooth fracture, irritability, mood swings, abdominal discomfort, amnesia, gastric disorder, gastrointestinal disorder, balance disorder, vision blurred, fallopian tube spasm, hypersensitivity and abdominal rigidity outcome was unknown. The reporter considered abdominal discomfort, abdominal distension, abdominal rigidity, amnesia, anxiety, arthralgia, back pain, balance disorder, breast tenderness, depression, dizziness, dysmenorrhoea, emotional distress, fallopian tube spasm, gastric disorder, gastrointestinal disorder, genital haemorrhage, headache, hypersensitivity, hypoaesthesia, incontinence, irritability, menorrhagia, mood swings, muscle disorder, muscle spasms, pain in extremity, palpitations, paraesthesia, pelvic pain, tooth fracture, vaginal odour, vision blurred, vitamin d deficiency, weight increased, the first episode of feeling abnormal and the second episode of feeling abnormal to be related to essure. The reporter commented: plaintiff underwent 2 separate procedures in app. Early 2009. Physician told her he was only able to place one of the coils in one of her fallopian tubes, but not the other fallopian tube due to spasms in that tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: tubal occlusion with good position in bilateral on (B)(6) 2009; plaintiff undergo hysterosalpingogram test showed apparent compete tubal occlusion with good position of the bilateral essure devices. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported event(s) is excluded. The technical assessment concluded ¿unconfirmed quality defect¿. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 20-apr-2018: plaintiff fact sheet and medical records, new reporter, new event brain fog, abdominal spasm, outcome updated, concomitant product, and lab data were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority FDA (reference number: FDA-2014-n-0736-0090) on (B)(6) 2015. The most recent information was received on (B)(6) 2017. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain stabbing pain in pelvic area / constant pain / severe and persistent pelvic pain") and genital haemorrhage ("6 months of bleeding / experienced bleeding for six months directly after my procedure/bleeding ") in a female patient who had essure (batch no. 627752) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 3, episiotomy (childbirth) on (B)(6) 2007, gravida ii, parity 3 ((B)(6) 2000, (B)(6) 2001, (B)(6) 2007), stillbirth nos in 1995, blood pressure high in 2000 and swelling nos in 2001. Concomitant products included drospirenone w/ethinylestradiol (yaz) in (B)(6) 2009. In (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("horrible periods (blood clots, heavy bleeding) / heavier and longer lasting menstrual cycles menstrual cycles issues"), dysmenorrhoea ("severe cramps with period / intensified menstrual pain"), incontinence ("incontinence / incontinence"), arthralgia ("sore joints / joint pain/ joint pain (constant ache) / hip pain/pressure hip pain"), headache ("headaches"), weight increased ("gaining over 80 lbs. / weight gain"), dizziness ("dizziness / dizziness"), paraesthesia ("tingling feeling in arm and leg / tingling sensation"),breast tenderness ("breast tenderness"), back pain ("back pain/ pressure back pain"), pain in extremity ("leg pain/shooting leg pain"), feeling abnormal ("brain fog"), hypoaesthesia ("numbness"), anxiety ("anxiety / mental anguish"), depression ("depression"), palpitations ("heart palpitations") and muscle spasms ("abdominal spasms"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), irritability ("irritability"), mood swings ("mood swings"), abdominal discomfort ("horrible pressure during period"), amnesia ("weird loss of memory"), muscle disorder ("muscle problems"), gastric disorder ("stomach issues"), gastrointestinal disorder ("bowel issues"), abdominal distension ("bloating / severe bloating/ bloated belly/bloating"), balance disorder ("loss of balance"), vision blurred ("blurred vision"), vitamin d deficiency ("vitamin d deficiency") and tooth fracture ("broken teeth"), vaginal odour (vaginal odor), emotional distress (suffering), fallopian tube spasm (spasms in that tube), hypersensitivity reaction (hypersensitivity reaction) with rash, pruritus and toothache the patient was treated with antidepressants, oral contraceptive nos, cholecalciferol (vitamin d) and surgery (total abdominal hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2017. In 2017, the pelvic pain, dysmenorrhoea, headache, back pain and pain in extremity had resolved. At the time of the report, the genital haemorrhage, irritability, mood swings, menorrhagia, abdominal discomfort, amnesia, incontinence, muscle disorder, gastric disorder, gastrointestinal disorder, weight increased, balance disorder, dizziness, vision blurred, paraesthesia, toothache, breast tenderness, feeling abnormal, hypoaesthesia, palpitations, muscle spasms, vitamin d deficiency and tooth fracture, emotional distress , fallopian tube spasm, hypersensitivity reaction outcome was unknown and the vaginal odour, arthralgia, abdominal distension, anxiety and depression had resolved. The reporter considered abdominal discomfort, abdominal distension, amnesia, anxiety, arthralgia, back pain, balance disorder, breast tenderness, depression, dizziness, dysmenorrhoea, feeling abnormal, gastric disorder, gastrointestinal disorder, genital haemorrhage, headache, hypoaesthesia, incontinence, irritability, menorrhagia, mood swings, muscle disorder, muscle spasms, pain in extremity, palpitations, paraesthesia, pelvic pain, tooth fracture, toothache, vision blurred, vitamin d deficiency and weight increased, vaginal odour, emotional distress , fallopian tube spasm, hypersensitivity reaction to be related to essure. The reporter commented: plaintiff underwent 2 separate procedures in app. Early 2009. Physician told her he was only able to place one of the coils in one of her fallopian tubes, but not the other fallopian tube due to spasms in that tube. Diagnostic results: on (B)(6) 2009; plaintiff undergo hysterosalpingogram test showed apparent compete tubal occlusion with good position of the bilateral essure devices. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported event(s) is excluded. The technical assessment concluded ¿unconfirmed quality defect¿. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2017: pfs received - case upgraded as incident. New events, toothache/toothaches, breast tenderness, back pain/ pressure back pain, leg pain/shooting leg pain, brain fog, numbness, anxiety, depression, heart palpitations, vitamin d deficiency, broken teeth, rashes on arms and legs/rashes on my skin, irritated scalp/ itching head, vaginal odor and hypersensity reaction were added. Product explant date was added. Lab test was added. New reporter was added. Historical and concomitant conditions and treatment medication were added. ¿essure legal manufacture has changed from bayer healthcare, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only'. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain stabbing pain in pelvic area / constant pain / severe and persistent pelvic pain') in an adult female patient who had essure (batch no. 627752) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included episiotomy (childbirth) on (B)(6)2007, swelling nos in 2001, blood pressure high in 2000, stillbirth nos in 1995, parity 3, multigravida and parity 3 (B)(6)2000, (B)(6)2001, (B)(6)2007). No significant pathologic alteration. No significant atypia is identified. Concurrent conditions included removal of foreign body, adenomyosis, inflammation, nabothian cyst and muscle hypertrophy. Concomitant products included drospirenone;ethinylestradiol betadex clathrate (yaz) since (B)(6)2009 and medroxyprogesterone acetate (depo provera). In (B)(6)2009, the patient experienced the first episode of menorrhagia ("horrible periods (blood clots, heavy bleeding) / heavier and longer lasting menstrual cycles menstrual cycles issues/longer lasting menstrual cycles bleeding for six months"). In (B)(6)2009, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) with rash, arthralgia ("sore joints / joint pain/ joint pain (constant ache) / hip pain/pressure hip pain"), breast tenderness ("breast tenderness"), back pain ("back pain/ pressure back pain"), pain in extremity ("leg pain/shooting leg pain"), the first episode of feeling abnormal ("brain fog"), dizziness ("dizziness / dizziness"), paraesthesia ("tingling feeling in arm and leg / tingling sensation"), hypoaesthesia ("numbness"), anxiety ("anxiety / mental anguish"), depression ("depression"), palpitations ("heart palpitations"), incontinence ("incontinence / incontinence"), headache ("headaches"), muscle spasms ("abdominal spasms") and dysmenorrhoea ("severe cramps with period / intensified menstrual pain") and was found to have weight increased ("gaining over 80 lbs. / weight gain"). On an unknown date, the patient experienced genital haemorrhage ("6 months of bleeding / experienced bleeding for six months directly after my procedure/bleeding"), abdominal distension ("bloating / severe bloating/ bloated belly/bloating"), muscle disorder ("muscle problems"), vitamin d deficiency ("vitamin d deficiency"), emotional distress ("suffering"), tooth fracture ("broken teeth/ I have had two teeth broken. My front teeth really bad. "), pruritus ("irritated scalp/ itching head"), vaginal odour ("vaginal odor"), irritability ("irritability"), mood swings ("mood swings"), abdominal discomfort ("horrible pressure during period"), amnesia ("weird loss of memory"), gastric disorder ("stomach issues"), gastrointestinal disorder ("bowel issues"), balance disorder ("loss of balance"), vision blurred ("blurred vision"), fallopian tube spasm ("spasms in that tube"), hypersensitivity ("hypersensitivity reaction") with toothache, the second episode of feeling abnormal ("brain fog"), abdominal rigidity ("abdominal spasm"), anger ("angry") and the second episode of menorrhagia ("'heavy bleeding and clots/ bled six months straight'"). The patient was treated with antidepressants, oral contraceptive nos, vitamin d nos (vitamin d), surgery (total abdominal hysterectomy with bilateral salpingo-oophorectomy) and teeth extraction. Essure was removed on (B)(6)2017. In 2017, the pelvic pain, back pain, pain in extremity, headache and dysmenorrhoea had resolved. At the time of the report, the genital haemorrhage, arthralgia, breast tenderness, dizziness, paraesthesia, hypoaesthesia, anxiety, depression, palpitations, incontinence, abdominal distension and vaginal odour had resolved and the weight increased, muscle spasms, muscle disorder, vitamin d deficiency, emotional distress, tooth fracture, irritability, mood swings, abdominal discomfort, amnesia, gastric disorder, gastrointestinal disorder, balance disorder, vision blurred, fallopian tube spasm, hypersensitivity, abdominal rigidity, anger and the last episode of menorrhagia outcome was unknown. The reporter considered abdominal discomfort, abdominal distension, abdominal rigidity, amnesia, anger, anxiety, arthralgia, back pain, balance disorder, breast tenderness, depression, dizziness, dysmenorrhoea, emotional distress, fallopian tube spasm, gastric disorder, gastrointestinal disorder, genital haemorrhage, headache, hypersensitivity, hypoaesthesia, incontinence, irritability, mood swings, muscle disorder, muscle spasms, pain in extremity, palpitations, paraesthesia, pelvic pain, pruritus, tooth fracture, vaginal odour, vision blurred, vitamin d deficiency, weight increased, the first episode of feeling abnormal, the first episode of menorrhagia, the second episode of feeling abnormal and the second episode of menorrhagia to be related to essure. The reporter commented: plaintiff underwent 2 separate procedures in app. Early 2009. Physician told her he was only able to place one of the coils in one of her fallopian tubes, but not the other fallopian tube due to spasms in that tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2009: results: tubal occlusion with good position in bilateral. Diagnostic results: on (B)(6)2009; plaintiff undergo hysterosalpingogram test showed apparent compete tubal occlusion with good position of the bilateral essure devices. Lot number: 627752 manufacturing date: 2008-08 expiration date: 2010-08. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 15-may-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 12-aug-2015. The most recent information was received on 20-apr-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain stabbing pain in pelvic area / constant pain / severe and persistent pelvic pain') in an adult female patient who had essure (batch no. 627752) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included episiotomy (childbirth) on (B)(6) 2007, swelling nos in 2001, blood pressure high in 2000, stillbirth nos in 1995, parity 3, multigravida and parity 3 ((B)(6) 2000, (B)(6) 2001, (B)(6) 2007). No significant pathologic alteration.no significant atypia is identified. Concurrent conditions included removal of foreign body, adenomyosis, inflammation, nabothian cyst and muscle hypertrophy. Concomitant products included drospirenone;ethinylestradiol betadex clathrate (yaz) since (B)(6) 2009 and medroxyprogesterone acetate (depo provera). In (B)(6) 2009, the patient experienced menorrhagia ("horrible periods (blood clots, heavy bleeding) / heavier and longer lasting menstrual cycles menstrual cycles issues/longer lasting menstrual cycles bleeding for six months"). In (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) with rash, arthralgia ("sore joints / joint pain/ joint pain (constant ache) / hip pain/pressure hip pain"), breast tenderness ("breast tenderness"), back pain ("back pain/ pressure back pain"), pain in extremity ("leg pain/shooting leg pain"), the first episode of feeling abnormal ("brain fog"), dizziness ("dizziness / dizziness"), paraesthesia ("tingling feeling in arm and leg / tingling sensation"), hypoaesthesia ("numbness"), anxiety ("anxiety / mental anguish"), depression ("depression"), palpitations ("heart palpitations"), incontinence ("incontinence / incontinence"), headache ("headaches"), muscle spasms ("abdominal spasms") and dysmenorrhoea ("severe cramps with period / intensified menstrual pain") and was found to have weight increased ("gaining over 80 lbs. / weight gain"). On an unknown date, the patient experienced genital haemorrhage ("6 months of bleeding / experienced bleeding for six months directly after my procedure/bleeding"), abdominal distension ("bloating / severe bloating/ bloated belly/bloating"), muscle disorder ("muscle problems"), vitamin d deficiency ("vitamin d deficiency"), emotional distress ("suffering"), tooth fracture ("broken teeth/ I have had two teeth broken. My front teeth really bad. "), pruritus ("irritated scalp/ itching head"), vaginal odour ("vaginal odor"), irritability ("irritability"), mood swings ("mood swings"), abdominal discomfort ("horrible pressure during period"), amnesia ("weird loss of memory"), gastric disorder ("stomach issues"), gastrointestinal disorder ("bowel issues"), balance disorder ("loss of balance"), vision blurred ("blurred vision"), fallopian tube spasm ("spasms in that tube"), hypersensitivity ("hypersensitivity reaction") with toothache, the second episode of feeling abnormal ("brain fog"), abdominal rigidity ("abdominal spasm"), anger ("angry") and menometrorrhagia ("'heavy bleeding and clots/ bled six months straight'"). The patient was treated with antidepressants, oral contraceptive nos, vitamin d nos (vitamin d), surgery (total abdominal hysterectomy with bilateral salpingo-oophorectomy) and teeth extraction. Essure was removed on (B)(6) 2017. In 2017, the pelvic pain, back pain, pain in extremity, headache and dysmenorrhoea had resolved. At the time of the report, the genital haemorrhage, arthralgia, breast tenderness, dizziness, paraesthesia, hypoaesthesia, anxiety, depression, palpitations, incontinence, abdominal distension and vaginal odour had resolved and the weight increased, menorrhagia, muscle spasms, muscle disorder, vitamin d deficiency, emotional distress, tooth fracture, irritability, mood swings, abdominal discomfort, amnesia, gastric disorder, gastrointestinal disorder, balance disorder, vision blurred, fallopian tube spasm, hypersensitivity, abdominal rigidity, anger and menometrorrhagia outcome was unknown. The reporter considered abdominal discomfort, abdominal distension, abdominal rigidity, amnesia, anger, anxiety, arthralgia, back pain, balance disorder, breast tenderness, depression, dizziness, dysmenorrhoea, emotional distress, fallopian tube spasm, gastric disorder, gastrointestinal disorder, genital haemorrhage, headache, hypersensitivity, hypoaesthesia, incontinence, irritability, menometrorrhagia, menorrhagia, mood swings, muscle disorder, muscle spasms, pain in extremity, palpitations, paraesthesia, pelvic pain, pruritus, tooth fracture, vaginal odour, vision blurred, vitamin d deficiency, weight increased, the first episode of feeling abnormal and the second episode of feeling abnormal to be related to essure. The reporter commented: plaintiff underwent 2 separate procedures in app. Early 2009. Physician told her he was only able to place one of the coils in one of her fallopian tubes, but not the other fallopian tube due to spasms in that tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: tubal occlusion with good position in bilateral. Diagnostic results: on (B)(6) 2009; plaintiff undergo hysterosalpingogram test showed apparent compete tubal occlusion with good position of the bilateral essure devices. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported event(s) is excluded. The technical assessment concluded ¿unconfirmed quality defect¿. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further company follow-up with the regulatory authority, consumer or consumer is not possible. Amendment: the report was amended for the following reason: duplicate case found for same patient. All the information, source document and references of deletion case ((B)(4)) transferred into retention case ((B)(4)). New reporters were added from deletion case.duplicate case found for same patient. All the information, source document and references of deletion case ((B)(4)) transferred into retention case ((B)(4)). Newly added events- anger, menometrorrhagia, new reporters were added from deletion case. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.